Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. There is a faulty communication board. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel, due to broken/damaged harness, error 210.5020. Based on the findings, service determined that the probable cause of the reported issue was due to customer damage of the lvp mech assembly. A review of the device history record for sn: (B)(6) was performed, which showed the device had a manufacture date of 30may2006 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn: (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. There is a faulty communication board. No additional information was provided. There was no patient involvement.